Manufacturer narrative:
Analysis of the extension (B)(4) found no anomaly. The returned extension passed all functional testing in the laboratory. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuit. No anomalies were found with the returned extension and setscrews. All six returned setscrews rotated freely in the distal end connector blocks and could be tightened to a lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# unknown, product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via a representative regarding a patient who was implanted with a neurostimulator. It was reported a setscrew of the extension would not rotate. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Interventions involved another adaptor being re-positioned. The issue was resolved at the time of report. No complications were reported/anticipated.